Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) prematurely. The device was explanted and a new device was successfully implanted.